Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. Codes b01, c08 and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. The camera underwent functional testing, visual/physical examination, and proceduralized device testing. A check of the event log did not show any adverse events. The camera had normal communication and tracking when connected to a known good system. However, the camera failed an accuracy test (aak) at .303mm with a passing threshold of .250mm. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the localizer was not connected. Navigation was discontinued, and the procedure was completed using a c-arm. The positioning sensor unit (psu) was replaced after the case was completed, and improvement was observed. There was no reported delay, and no patient impact.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9732582, lot #: p917932, ubd: unknown, UDI#: unknown h2) see additional codes for the added annex g code for the axiem cranial application kit, product ID: 9732582. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.